Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No patient involved. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the centrimag motor caused different 2nd generation primary consoles to alarm 'motor alarm m4' (no pump present) at (B)(6) hospital. No patient was involved in this issue. Later, at chalice medical the motor operated as intended at first but then the same alarm occurred again intermittently. The suspect device was sent to (B)(6) for investigation. No additional information was provided.